Manufacturer narrative:
The returned pump was returned, during evaluation a strand of biomaterial was found wrapped around the impeller. High motor current and pump stops were recreated during a test run with the biomaterial laden pump. After the biomaterial was removed, the pump ran within specification. Biomaterial was ingested since the alarms occurred early in the case. The biomaterial was of a single strand thus creating a whipping motion as it rotated with the impeller. The cause of hemolysis was ingested biomaterial in the pump. A hemolysis test was not conducted since it was determined to be a non-essential activity while covid-19 mitigations were in place.

Manufacturer narrative:
The impella cp optical was returned by the customer and a failure analysis investigation is underway. A supplemental MDR will be filed at the completion of the device's investigation.

Event description:
The complainant reported a (B)(6) white male patient had impella cp optical pump inserted in the right femoral for post cardiac-cardiogenic shock (pccs). Hemolysis was first noticed 20-30 minutes after impella placed and continued to get worse until impella was removed. Hemolysis began to resolve shortly after impella removal.